Event description:
Additional information received indicated the bladder infection was unrelated to the device. The cause of the event was unknown and no hospitalization was required. It was stated the patient had not been seen by the healthcare provider since 2005. A second follow up report will be sent if additional information is received.

Event description:
It was reported that the patient believed she woke up this morning ((B)(6) 2013) with a bladder infection. If additional information is received, a follow up report will be sent.

Event description:
It was noted that the patient's back was hurting. It was noted that the patient saw a screen on their programmer that was an arrow pointing to a stripe and then a sideways battery.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 3093-28, lot# j0542891v, implanted: (B)(6) 2005. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)